Event description:
Customer reported "catheter fracture". The inserter used ultrasound and located vessel in arm and punctured skin at an approximately 45 degree angle without any resistance. Inserter dropped the angle slightly to about 40 degrees. Guidewire was advanced without resistance. Catheter advanced and when inserter went to remove needle and guidewire met resistance. The inserter stopped and then attempted to remove it. Used very little pressure. At that point the inserter noticed that the catheter had sheared off and about an inch and a half of the catheter was in the patient's arm. A small incision was made to pull the catheter out by vascular surgery at the patient's bedside. The catheter was successfully removed without incident after "gentle dissection with a scalpel, freeing the tissue off the bunched catheter tip". The patient's current condition is reported as fine. Medwatch form received reports: "an 80 y/o man required the placement of an a-line for hemodynamic monitoring. Prior to procedure, pt's left radial artery was palpated and noted to have +2 pulses. Using ultrasound, the pt's left radial artery was visualized and noted to be pulsatile, approx 0.5 cm below the skin. Using the ultrasound, the arrow a-line catheter punctured the pt's skin and blood return was noted subsequently without any resistance noted. The angle of the catheter itself was lowered and the guidewire was advanced without any resistance and with blood return still noted at this time. The catheter was then advanced without any resistance over the guidewire. When attempting to remove the needle from the catheter, there was noted to be resistance. After a second attempt with little pressure, it was noted that the catheter appeared to be broken off proximally into the pt. At that time, assistance was called for at the bedside, the clinical team was able to visualize the catheter was embedded superficially in the pt. The clinical team was unable to remove the catheter as it appeared to be tightly wound by the pt's fascia. Vascular surgery was consulted to the bedside. The vascular team was able to dissect the catheter, needle, and guidewire out. Upon removal, the integrity of the needle and catheter tip were observed and noted. The guidewire was kinked and the catheter had been severed."

Manufacturer narrative:
(B)(4). Medwatch report# mw5118343. Associated MDR#s 9680794-2023-00474. The customer returned one arterial catheterization assembly for analysis. Signs-of-use in the form of biological material were observed on the guide wire, cannula, and inside the guide wire tubing. It was also noted that the guide wire handle was advanced completely forward. It was also noted that the catheter body was severed. A portion of the hub-end of the catheter was still located over the cannula. The severed end of the catheter was returned but was deployed off the cannula. Visual analysis revealed that the catheter body was severed. Microscopic examination of the proximal point of separation revealed that the edges were smooth and angled, which is damage consistent with contact with sharps. Microscopic examination of the distal point of separation revealed the edges were more stretched and folded. It was also observed that the guide wire was severely kinked. The point of separation on the catheter body measured 6mm from the catheter hub. The catheter body outer diameter measured 0.045", which is within the specification limits of 0.044"-0.047" per the catheter extrusion product drawing. The catheter body inner diameter measured 0.033", which is within the specification limits of 0.031"-0.034" per the catheter extrusion product drawing. The hub-end of the catheter was able to deploy off the cannula with little to no issue. Performed per IFU statement, "firmly hold introducer needle hub in position and advance catheter/needle protection assembly, over guidewire into vessel". The IFU provided with the kit informs the user, "do not use excessive force in removing catheter. If resistance is met on removal, stop and follow institutional policies and procedures for difficult to remove catheters". The IFU also states, "once the catheter is partially threaded off the needle, do not attempt to advance needle into catheter again - this may cause catheter damage. Do not attempt to remove needle protection assembly from needle". The report of a separated catheter was confirmed through complaint investigation. Visual analysis revealed that the catheter body was severed around the middle of the extrusion. The hub-end of the catheter was still located over the needle cannula. The separation on this end was smooth and slightly angled. The appearance of the separation on the other end appeared stretched and folded. Despite the damage, the catheter met all relevant dimensional requirements, and a device history record review was performed based on sales history did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to the separation on the catheter. Teleflex will continue to monitor and trend for reports of this nature.